Event description:
The following has been reported: nurse reported: "nurse reported that touch screen was only responding if freshly wipeds with an alcohol wipe and issue unresolved with power reset. Could not recreate on 7/28." Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touchscreen failure. During initial evaluation the screen was noted as being dim and off color, but touch input functionality was still normal. The pump was internally evaluated and no damage or signs of fault were found. Touch input cable was seated firmly. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Since the lcd is discolored, it will be replaced.